Manufacturer narrative:
Additional information: date of original publication was used as date of event. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through a review of a second publication ¿prospective 12-month outcomes of combined istent inject implantation and phacoemulsification in asian eyes with normal tension glaucoma¿, thirty (30) operative eyes were identified from the original article ¿12-month outcomes of combined phacoemulsification and istent inject in asian eyes with normal tension glaucoma: a single-centre experience¿. It was reported that following trabecular microbypass stent system procedures, two (2) cases of cystoid macular edema were identified postoperatively, which was reportedly resolved with topical steroids and non-steroidal anti-inflammatory drops. Any omitted information was available at the time of report.